Event description:
It was reported that this atrial lead was not capturing in bipolar or unipolar pacing configurations during a routine follow up visit. The patient's underlying rhythm was sinus bradycardia with complete heart block. The patient will be scheduled for a future revision procedure to replace this lead. The procedure has not been scheduled at this time. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.